Event description:
MFR rep reported hcp was tunneling with the tunneling tool, and while pulling straight back with the extension carrier, the carrier piece broke off in the pt. The hcp had to make an add'l incision in the pt's neck to retrieve the broken piece.